Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated with the device. The bridge board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.